Manufacturer narrative:
(B)(6). Strips not available for return.

Event description:
Caller reported compact plus blood glucose results of 207 mg/dl on compact plus system 2, 110 mg/dl on compact plus system 1 within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.